Event description:
It was reported that the spatula had a tear and the item was only used a few times.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Dings and scratches were noticed throughout the entire shaft of the unit. The insulation was tested for cracks/damages and the unit failed the insulation scan test. The probable root causes are user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the spatula had a tear and the item was only used a few times.